Event description:
The customer was admitted to the hospital for high blood glucose. The high level glucose was treated with insulin drip. Troubleshooting was performed. The pump passed the functional testing and the programming on the device was correct.